Manufacturer narrative:
(B)(4).baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested by abdominal pain, cloudy peritoneal effluent, diarrhea, and vomiting. Approximately seven months prior to the event, the pt began treatment with dianeal pd4 1.5% (3 bags/day) and dianeal pd4 2.5% therapies (1 bag/day) (doses and lot numbers not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). The patient was hospitalized for the event. The cause of peritonitis was unknown. Treatment was not reported. At the time of this report, the peritonitis was resolving, the pt was recovering, and dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Additional information: three weeks later, the patient was discharged from the hospital and recovered from the event of peritonitis.